Event description:
It was reported by the patient's neurosurgeon that the patient experienced severe pain in the chest at the generator site that becomes worse with the patient's seizures. The patient had been to the emergency room for the pain and the physician indicated that based on the location of the pain the pain was likely due to the device. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.